Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 899 mg/dl. The customer treated the high blood glucose readings with a bolus. The customer stated that she received a new transmitter. The customer stated that she received a lost sensor alarm from the pump. The customer stated that the rf communication was not established. The customer stated that they have waited more than 2 hours for the sensor to wet. The customer was advised to disconnect the transmitter from the sensor and check the connections. The customer was advised to call back if any issue persists.